Manufacturer narrative:
(B) (4).

Event description:
The pt was admitted to the hospital for bladder pain. The pt had the device turned off and was catheterized. A computerized tomography (CT) scan was performed, but it was unk if the pain was related to the device. Add'l info was requested.